Event description:
Non-disposable cautery cord cracked at insertion site of resectoscope. A blue flash appeared in front of surgical resident's face as it was in use inside the patient. No harm was noted to resident or patient. The cord was immediately taken out of service. A new cord was applied.